Event description:
It was reported that the patient experienced multiple bent cannula infusion set issues on (B)(6) 2026 with blood glucose of 401 mg/dl accompanied by nausea malaise irritability and distress and was treated with a manual insulin injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.